Manufacturer narrative:
This report is submitted on january 17, 2022.

Event description:
Per the surgeon, the internal magnet had dislodged (reason unknown). The device was explanted (date unknown). The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on may 21, 2024.